Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned. During visual inspection, the returned stent was found to be partially deployed from the tip of the microcatheter. The stent was advanced from the distal end of the microcatheter. The stent was found to be fully opened but slightly deformed towards the middle to proximal end due to traces of dried blood. Frayed braid edges were evident at both ends of the stent. Approximately 204cm of the sdw (stent delivery wire) was returned and approximately 5.5cm of the distal end of the sdw including the petal/dpa (distal protection assembly) had been broken off. The broken section was not returned and was not present inside the microcatheter. The distal section of the sdw core wire had significant corrosion with a significant amount of dried blood evident. Functional inspection could not be performed as the stent was already partially deployed from the distal end of the microcatheter and could not be retracted as the sdw was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Access was through femoral. After the procedure the operator pushed the stent out from tip of microcatheter. The same microcatheter was not used to finish the procedure. Analysis of the returned device found the stent was partially deployed from the tip of the microcatheter, therefore the operator had not fully pushed the stent out from tip of microcatheter as per the additional information. The stent was advanced from the distal end of the microcatheter and found to be fully opened but slightly deformed towards the middle to proximal end due to traces of dried blood. Frayed braid edges were evident at both ends of the stent. Approximately 204cm of the sdw was returned and approximately 5.5cm of the distal end of the sdw including the petal/dpa (distal protection assembly) had been broken off and was not returned. The distal section of the sdw core wire had significant corrosion with a significant amount of dried blood evident. The presence of the dried blood on the sdw most likely contributed to the damage to the sdw. The event description indicates the operator made several attempts to advance the stent without success, this indicates the sdw would have been subjected to significant manipulations during the procedure which would also have contributed to the sdw breaking. An assignable cause of procedural factors will be assigned to the as reported event of stent difficult/unable to transfer in addition to the as analyzed events of stent deformed and sdw broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the delivery wire of the stent (subject device) was fractured during use. The procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event.